Manufacturer narrative:
Correction: the user facility did not submit medwatch (B)(4) for this event. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was had a broken piece at the end of the tubing. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.